Event description:
The patient came in reporting instability and the cause is unknown. About 6 year and 3 months after the primary surgery, the surgeon upsized the insert from 11mm to 13mm. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 january 2026 lot 173797: (B)(4) items manufactured and released on 31-oct-2017. Expiration date: 16-oct-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.